Event description:
The facility reported a colleague infusion pump with a failure code of 810:03. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. It was stated that there was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:03 was confirmed but not reproduced by a baxter service technician. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.